Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
D9, h3: the device was not returned to cook. Summary of event: as initially reported, a micropuncture transitionless stiffened cannula access set "failed". Additional information received 19jan2021 described separation of the device between the catheter and "connector". Access was obtained in the femoral artery and the access site was normal. The device was used to facilitate placement of a wire guide. Kinking was not noted. No ancillary devices were used. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of documentation, instructions for use (IFU), quality control, and specifications were conducted during the investigation. The complaint device was not returned to cook for investigation. A document-based investigation evaluation was performed. As the lot number was not provided, a device history record review could not be performed; however, cook reviewed the device master record, including quality controls, instructions for use, design history file and corrective and preventative actions. It was concluded that there are sufficient controls in place to mitigate the risk of this failure mode. Although the affected component is supplied to cook, a supplier investigation will not be requested, as the lot number was not provided. The supplier was notified of this complaint. The product IFU states ¿this product is intended for use by physicians trained and experienced in diagnostic and interventional techniques. Standard techniques for placement of vascular access sheaths should be employed.¿ cook has concluded that with current, limited information, the cause of the complaint could not be established. The lot number was not provided, and the device was not returned. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As initially reported, a micropuncture transitionless stiffened cannula access set "failed". Additional information received 19jan2021 described separation of the device between the catheter and "connector". Access was obtained in the femoral artery and the access site was normal. The device was used to facilitate placement of a wire guide. Kinking was not noted. No ancillary devices were used. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.